Manufacturer narrative:
E1. Initial reporter address (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was returned to this complaint, and it was observed that the guidewire was detached, and the coil wire was unraveled at the distal section. No more damages or issues were observed. Under the microscope it was observed that the guidewire was detached and unraveled at the distal section.

Event description:
It was reported that the guidewire was fractured, remained inside patient and procedure was not completed. Last december 31,2022, the patient came to hospital with a disturbance of consciousness. A 300cmx10cm fathom -14 was used in an intracranial arterial thrombectomy. However, the guidewire was fractured when used for rapid exchange. Subsequently, the fractured part of the guidewire remained in a branch of the intracranial middle cerebral artery and the procedure was not completed due to this event. The patient was sent to the ICU without pulling out the tube under general anesthesia. At present, the physician has not found a way to remove the remaining guidewire. The patient was in a coma after the procedure, suffered from white lungs, and was on a ventilator, all due to covid-19 infection. Currently, the patient is awake, is experiencing hemiplegia, and has been transferred to the general ward. It was indicated that the hospital was not able to provide the remaining product.

Event description:
It was reported that the guidewire was fractured, remained inside patient and procedure was not completed. Last (B)(6)2022, the patient came to hospital with a disturbance of consciousness. A 300cmx10cm fathom 14 was used in an intracranial arterial thrombectomy. However, the guidewire was fractured when used for rapid exchange. Subsequently, the fractured part of the guidewire remained in a branch of the intracranial middle cerebral artery and the procedure was not completed due to this event. The patient was sent to the ICU without pulling out the tube under general anesthesia. At present, the physician has not found a way to remove the remaining guidewire. The patient was in a coma after the procedure, suffered from white lungs, and was on a ventilator, all due to covid-19 infection. Currently, the patient is awake, is experiencing hemiplegia, and has been transferred to the general ward. It was indicated that the hospital was not able to provide the remaining product.

Manufacturer narrative:
Initial reporter address 1 : (B)(6).